Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The pigtail mandrel and stent protector were with the device on return. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20x2.5mm, de novo target lesion contained >45 and <95 degree bend and was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A jl4 guide catheter was placed. After a 0.014 non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 1.5x15mm non-bsc balloon catheter. Subsequently, a 2.50x20mm promus element plus drug eluting stent was selected for use and advanced to treat the lesion; however, significant resistance was met while advancing the stent towards the lesion. The stent was blocked. Another predilation was performed. After the second predilation, an attempt was made to implant the same 2.50x20mm promus element plus stent; however, the physician noted that some stent struts came off the balloon. The device was removed an the procedure was not completed. The physician opted to reschedule the intervention to treat the lesion differently. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred.vascular access was obtained via the femoral artery. The 20x2.5mm, de novo target lesion contained >45 and <95 degree bend and was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A jl4 guide catheter was placed. After a 0.014 non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 1.5x15mm non-bsc balloon catheter. Subsequently, a 2.50x20mm promus element¿ plus drug eluting stent was selected for use and advanced to treat the lesion; however, significant resistance was met while advancing the stent towards the lesion. The stent was blocked. Another predilation was performed. After the second predilation, an attempt was made to implant the same 2.50x20mm promus element¿ plus stent; however, the physician noted that some stent struts came off the balloon. The device was removed an the procedure was not completed. The physician opted to reschedule the intervention to treat the lesion differently. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).